Event description:
Healthcare professional reported right side rupture found during explant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture received on december 19, 2023, with lot number 3236338. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as surgical damage. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture found during explant. Device has been explanted.